Event description:
This syncardia freedom driver was not in patient use. The customer reported that the lead vad coordinator attempted to open the beat rate door, which has a torx head screw, using a phillips head screwdriver. She severely damaged the screw head and was unable to open the door. The customer also reported that later in the day another vad coordinator was able to remove the damaged screw with a torx head screwdriver and exchange the damaged screw. The reported issue poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the freedom driver from performing its life-sustaining functions. Syncardia clinical support specialist will conduct re-training to vad team at (B)(6).

Manufacturer narrative:
Syncardia has completed its evaluation of this complaint.